Event description:
It was reported the patient wants them to try a different implant battery through a different company before they do a fusion on their back. Patient mentioned they have a nevro device and it is not working right and is not helping with the pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).